Event description:
Customer reported elevated advia chemistry calcium patient results to the physician. The qc run data was acceptable. Customer repeated the sample on an alternate analyzer and the calcium results were lower. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant calcium results.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument indicated that the rpp1 probe height into rtt1 required re-alignment, which caused the elevated calcium result. The device is operating within specifications. No further evaluation of the device is required.